Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced in 2016 due to normal battery depletion. The family/friend member stated the patient was told the ins battery would last 7-9 years and on tuesday the patient's ins "just turned off" and the patient was "shaking again" a little on tuesday and "by wednesday it got worse." The family/friend member stated they connected the patient programmer (pp) to patient's ins and the pp had "a doctor screen." They stated they didn't see any signs or codes on the doctor screen but could not confirm as they were not currently with the patient. They stated they were currently at the hospital to ask what was "going on," and would call back to further troubleshoot once they reach the patient/pp to determine which doctor screen was being experienced. On (B)(6) 2019 the family/friend called back and verified the patient was seeing end of service (eos) on the pp when connected. They stated they contacted the healthcare provider (hcp) and they are scheduling the patient to be checked and schedule an ins replacement.